Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 302995. It was reported the customer is receiving erroneous hemoglobin values. The customer has been getting erroneous results for 1.5 years and has tried using a competitors tubes and still received the erroneous results. Customer is questioning is the luer lok syringe may be the reason. Nurses draw cbc, low hemoglobin value report or redraw, and then get higher hemoglobin values.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 302995, batch no: unknown. It was reported the customer is receiving erroneous hemoglobin values. The customer has been getting erroneous results for 1.5 years and has tried using a competitors tubes and still received the erroneous results. Customer is questioning is the luer lok syringe may be the reason. Nurses draw cbc, low hemoglobin value report or redraw, and then get higher hemoglobin values.